Manufacturer narrative:
This report is submitted january 25, 2018.

Event description:
It was reported that the device was explanted (date not reported) due to medical reasons. Additional information has been requested but has not been made available as of the date of this report, january 25, 2018.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted due to an infection and subsequent migration of the electrode array.